Event description:
It was reported that there was a proximal lesion that was treated with a taxus stent. There was a distal lesion with a total occlusion in the right artery (lateral posterior). An attempt was made to open the lesion with a bmw guide wire. When the guide wire pulled back, resistance was felt and force was applied in order to withdraw the guide wire. The guide wire came out and the physician noted that the last few centimeters of the guide wire remained in the pt, in the lateral posterior with a total occlusion. The physician thinks that the guide wire will not move due to the total occlusion. No pt effects were reported.